Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty pumping the device and reported that it was not inflating fully. Patient dissatisfaction was reported. A surgical procedure was performed in which the device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100681078. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.